Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl; cause unknown. Customer took no corrective actions to address the bg and declined further troubleshooting, therefore no additional information was obtained.